Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: procode: additional pro-codes: gxo, gwo. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon had a matrix neuro screw tip break off into a pts skull while inserting the screw. This happened on four different occasions on four different patients. It was informed that this did not cause any harm to the patient and the procedure was completed successfully. It was reported that the surgeon was inserting the screw manually with a hand held hand operated screwdriver. The broken piece of the screw remaining is in the possession of the hospital. This complaint captures patient#: 3. (B)(4) is related to the following pcs that report the other three occasions: (B)(4), patient#: 1, (B)(4), patient#: 2, (B)(4), patient#: 4. This complaint involves one(1) device. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for complaint: (B)(4).